Event description:
As reported by the edwards field clinical specialist, during transcatheter aortic valve replacement (tavr), the physician commented that the 20fr expandable sheath was leaking. The physician suspected that the hemostasis valves in the sheath were not functioning properly. The procedure was successful and there were no vascular complications. The blood loss was only significant enough for the doctor to comment that it seemed more than usual.

Manufacturer narrative:
Additional information: it was reported that the leak occurred prior to insertion of the delivery system into the patient; however, the physician could not recall the exact timing of the event. The sheath was returned to edwards in used condition. A visual inspection of the sheath revealed no abnormalities. All the seals appeared to be seated properly in the housing . An inspection of the duckbill valve through the shaft showed a properly closed seal. The device was flushed with a syringe while the following devices were inserted into the sheath: guidewire, introducer, 5fr pigtail catheter, and no devices inserted. No leak was observed with any of these configurations. A hemostasis leak test was performed while the following devices were inserted into the sheath: guidewire, introducer, 5fr pigtail catheter, and no devices inserted. No leaks were observed in any of these conditions. Post hemostasis testing, the valves in the sheath were removed and visually inspected. There were no tears or any abnormalities observed on the disc valve, the cross slit valve, or the duckbill valve. The complaint of the sheath leak was not confirmed and no manufacturing non-conformance was found on the reported complaint device. No leak was observed during the hemostasis testing. During dissection of the sheath, no abnormalities were found on any of the three hemostasis valves. The exact timing of the event is unclear; however, a small, but brief leak is to be expected as the valves in the sheath seal around the devices. The complaint was could not be confirmed, and no labeling inadequacies were identified. In addition, review of complaint history for the month of (B)(4) 2012 did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
The investigation is ongoing.